Event description:
During index procedure, a resolute integrity drug-eluting stent was implanted to treat a severely calcified rca lesion. A dissection occurred and a further resolute stent was implanted to treat the dissection.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (dissection).